Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. A philips field service engineer (fse) received that the monitor was unable to display and the monitor couldn¿t be connected. Upon checking with customer, quote for evaluation and repair service was sent to customer however quote expired. No service has been performed by philips. To date, no further information was received. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system's monitor was unable to display, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.